Event description:
Foreign body in throat [foreign body in pharynx]. Case description: this case was reported by a consumer via call center representative and described the occurrence of foreign body in pharynx in a 62-year-old female patient who received gsk toothbrush (shumitect toothbrush (unknown) toothbrush for oral hygiene. On an unknown date, the patient started shumitect toothbrush (unknown). On an unknown date, several days after starting shumitect toothbrush (unknown), the patient experienced foreign body in pharynx (serious criteria gsk medically significant) and product quality issue. On an unknown date, the outcome of the foreign body in pharynx and product quality issue were unknown. It was unknown if the reporter considered the foreign body in pharynx to be related to shumitect toothbrush (unknown). This report is made by gsk/haleon without prejudice and does not imply any admission or liability for the incident or its consequences. [Clinical course]: on an unknown date, after only 2 or 3 days of use, bristles fell out from shumitect toothbrush. Foreign body in pharynx (seriousness criteria: gsk medically significant) developed. The patient did not send the used product because she considered it was dirty. The product was shumitect toothbrush, gentle periodontal care, ultra fine silky bristles, toothbrush, sensitive care, thin, regular (gm2). Falling out of bristles occurred with shumitect toothbrush, gentle periodontal care, ultra fine silky bristles, toothbrush, sensitive care, thin, wide (gm3) as well. The foreign body in pharynx developed only with a gm2 toothbrush. No further information is expected. Follow-up information received on 11 may 2023. Additional details: [summary of investigation] case number: (B)(4). Related interaction: (B)(4). Product name: pqc193861. Global product description: sensodyne gum care regular medium toothbrush 1ct. Primary package lot number: unk. Criticality: critical. Investigation results: related hsi / ae:hsi-165532. Hsi related case number: (B)(4). Investigation evaluation: (B)(6) 2023 11:31:05: no defect sample or batch code or pictures available for confirmation and investigation. Base on the customer complaint history of this toothbrush and investigation against all the previous returned samples , filaments came off defect was caused in the following conditions: 1. Improper use of toothbrush , on some returned sample, obvious similar pinch marks are found on the bristles, the defect may be caused by filament get stuck in-between teeth or between teeth and bracket/dental brace and then pulled out. 2. From the perspective of the process, it cannot be completely ruled out that insufficient number of filaments in the hole in manufacturing process leads to the filament fall off during use. In (B)(6) 2019, f or all the tufting machines in the workshop, sensors have been installed to the filament feeder to automatically detect whether there is insufficient filament. When the filament is close to the limit position, the sensors will automatically alarm to remind the operators to replenish the filament in time. Further analysis will not be conducted until the defect sample is available. Th is complaint will be closed as inconclusive temporarily and the complaint will be re-opened when the defect sample is acquired. Complaint conclusion: complaint inconclusive. Investigation completion date: 2023-05-11 11:31:05.

Manufacturer narrative:
Argus case ID: (B)(4).